Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 477 mg/dl. The diabetes educator stated that the patient is legally blind. The diabetes educator stated that her patient had blood glucose readings of over 500 mg/dl. The customer had symptoms such as nausea and vomiting. The educator stated that the patient was hospitalized for hyperglycemia. The educator stated that the patient had difficulty with the no delivery alarm. The educator stated that they changed her set and the pump seemed to work fine. The customer was advised to call back when the alarm occurs to troubleshoot.